Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states 24 hours after placing the catheter there was a leak found in the proximal area underneath the luer lock and just above the hub where the extension tubing meets the hub. The catheter was disinfected prior to placement, but not during the time on the pt. The customer further reports that the area was completely dried and was not difficult to handle prior to insertion. The uvc was not difficult to secure and was secured by tape and a wound care dressing. Saline 0.9% and a 5ml syringe was used to flush the line. The uvc was not replaced. The pt was stable with no impact.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.